Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited no capture and far field r-wave (ffrw) oversensing. It was further noted that dislodgement was confirmed on x-ray. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.